Manufacturer narrative:
A visual and functional inspection was opened by a stryker field service tech to evaluate the unit. However, no defect or malfunction was found with the unit and the alleged event could not be duplicated. The issue was resolved by evaluating the unit and ensuring the alleged issue could not be duplicated.

Event description:
It was reported that the device's hydraulic arms have failed multiple times with patient on the cot, causing the cot to drop back onto its wheels. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's hydraulic arms have failed multiple times with patient on the cot, causing the cot to drop back onto its wheels. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.